Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the act and up arrow buttons hardly work. The customer's blood glucose during the incident was 181 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act and up arrow buttons did not respond due to corroded keypad traces.